Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that not all buttons of insulin pump were responding. The customer blood glucose level was unknown. Customer confirmed that issue persisted. Customer confirmed that the screen was frozen and the customer was not able to check the clock. Customer confirmed that the insulin pump was exposed to moisture. Customer confirmed that the insulin pump did not broken or damaged. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.